Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported condition, pump would not recognize a closed door, was confirmed through the device investigation by reproducing door not fully latched alarms while loading a set. This condition was determined to have been caused by loose link screws. The link screws were replaced.

Event description:
It was reported a spectrum pump would not properly recognize a closed door during set up in the emergency room. Any pt involvement, injury or medical intervention is unk.